Manufacturer narrative:
We received one thru-lumen embolectomy catheter for examination. The catheter appeared used and had a blood occlusion inside the inflation lumen. Pre-decontamination examination found the inflation lumen to be fully occluded with dried blood and the occlusion could not be cleared. The thru-lumen is patent and did not leak. The balloon was ruptured with latex missing. Both windings were not damaged. The balloon is yellowed and cracking. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 1.5 lbs on a inflated balloon. It is to be noted that deterioration is a condition usually cased by age, excessive exposure to light, atmosphere, or ozone. The deterioration can present itself as a maze of fine cracks or crazing can appeared on the balloon surface. The condition may occur in a small area or cover the entire balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that upon opening of the package a hole was noted in the balloon. No patient complications were reported.